Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a case, the system responded in a manner indicative of a system lock-up. There was no report of pt injury or death.